Manufacturer narrative:
Insulin pump was received with high stop current due to faulty lcd driver. Insulin pump passed the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly noted. Insulin pump had cracked case at display window corner, battery tube threads, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 300 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.